Manufacturer narrative:
(B)(4)

Event description:
It was reported that the user found medical agent leaking through the distal lumen at the stopcock during use. Stopcock replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned one 3-way stopcock for evaluation. Visual examination revealed one large crack in one of the luers. The white coloration around the crack indicates excessive force and/or torqueing. The stopcock was functionally tested by attaching each luer to a lab inventory syringe filled with water. When the plunger of the syringe was depressed, water leaked through the crack. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." The customer report of stopcock leaking during use was confirmed by complaint investigation. The returned stopcock contained one large crack in one of the luers. The crack was consistent with excessive force/torque being used on the luer. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. Based on the sample provided, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the user found medical agent leaking through the distal lumen at the stopcock during use. Stopcock replaced without incident.